Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, surgical intervention was undertaken. Where in the ipg was explanted and replaced addressing the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices. The patient lost stimulation on an unknown date. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be undertaken to address the issue.